Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and found needle separated from sensor. There was a complaint against serter.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they put in a sensor and the retractable part of the needle is in the sensor and the sensor was pulled out of their body. The customer states the serter does not release the sensor after second button press, and the needle hub is tucks in the serter. The customer's blood glucose level at the time of incident was unknown. The customer's most current level before eating was 87mg/dl. Troubleshoot was conducted. The customer mentioned having experience this situation with multiple sensors. The customer was advised the sensor and serter would be replaced and returned for analysis.